Event description:
It was reported that a flo-gard infusion pump had a broken door latch. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test, battery testing and an alarm log review were performed. During visual inspection the door latch was found to be broken. The cause of this was unknown. To correct the condition, the door was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.